Event description:
An 8 mm diameter x 20 mm length bridge assurant biliary stent was inserted for use in a patient for treatment of a 90-95% stenosed right iliac artery lesion. Vessel morphology was reported to be non-tortuous and non-calcified. It was reported that the stent was passed through the 6f cordis sheath without difficulty. The lesion was not pre-dilated. The physician advanced the device up towards the lesion and while repositioning the stent, the stent was pulled back subsequently dislodging the stent onto the guidwire. After exchanging the sheath to a larger size the stent was successfully snared and removed with the sheath and stent as one. The physician accessed the left groin and performed an up and over technique and completed the procedure with another manufacturer's stent. No clinical sequelae were reported, and the patient is reported to be fine.